Manufacturer narrative:
The investigation was only able to duplicate the reported problem by partially removing the battery momentarily with the AED powered on so that the AED's "no battery" contacts were not making contact with the battery and then immediately reinserting the battery so the "no battery" contacts were once again making contact. When the "no battery" contacts are not making contact with the battery, the AED main board determines the battery is being removed and prepares for shut down while the user interface board continues to operate. The counter continues to run, but since there is no new data from the main board, no new waveform data is shown on the display. Thirty (30) second self tests were run continuously for 2 hours and no errors were generated. The purpose of this extensive self testing was to determine if error codes related to the "no battery" contacts losing contact with the battery could be generated. Vibration testing was performed in an attempt to duplicate the reported problem. The AED was placed on a vertical mechanical shaker and 30 second self tests were run continuously for 30 minutes at several different frequencies without any errors being generated. Additional vibration testing with the AED positioned on the shaker table in several different orientations was unable to recreate the problem and the AED functioned correctly. Inspection of the main pcba and ui pcba found no problems with either board or the connection between the boards. The root cause of the reported problem couldn't be identified. The problem could only be consistently duplicated by intentionally removing a test battery partially during use. It is possible that the actual battery used during the reported event was not fully seated in the AED when the users attempted to use the device. The rechargeable battery used with the AED wasn't returned for evaluation. Records show all of the customer's rechargeable batteries were purchased in 2011 and have exceeded their expected life of 2.5 years. Using batteries which have exceeded their expected life may be causing or contributing to the reported problems. No other customers have reported similar problems with the powerheart 9300p model devices. Csc doesn't authorize testing of the powerheart aeds; however, this customer does regularly perform their own maintenance testing and it's possible their testing may be affecting how the aeds and / or rechargeable batteries function.

Manufacturer narrative:
The AED has been received from the customer and the investigation is underway. The battery and pads used during the rescue were not returned to csc.

Event description:
Customer reported that the device "froze up" multiple times while being used on a patient and had to be reset each time to enable use. The initial shock to the patient was delayed approximately 4 minutes. The patient survived.